Event description:
Litigation papers allege that patient has experienced persistent pain and discomfort in hip which has increased over time; swelling; sensation of misalignment; weakness; rashes; popping and clicking; decreased range of motion, and difficulty with activities of daily living, such as walking and standing for prolonged periods of time. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation completed. Should further information be received, the complaint will be updated at that time.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Medical records received. After review of the medical records for MDR reportability, the surgeon's revision operative note indicated synovitus, but no corrosion, or metal tissue staining. Attending also noted that patient complained of painful left hip, with mechanical clicking sensations, but indicated that metal ion levels were normal (although no values were present in the records). Implant noise added to complaint product harms (already reported to FDA though in medwatch). Synovitus added to patient harms. Prod/lot updated for asr sleeve. PMA/510k info added to asr cup and uni head.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege that patient has experienced persistent pain and discomfort in hip which has increased over time; swelling; sensation of misalignment; weakness; rashes; popping and clicking; decreased range of motion, and difficulty with activities of daily living, such as walking and standing for prolonged periods of time.